Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report numbers: 3006705815-2021-00795, 1627487-2021-01571, 1627487-2021-01572, 1627487-2021-01567. It was reported the patient stopped using their scs system due to inadequate stimulation. Reprogramming did not resolve the issue. As a result, surgical intervention took place where the entire system was explanted and replaced to address the issue.